Manufacturer narrative:
Patient ID/initial and weight are unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: a total hip arthroplasty (tha) surgery was performed on (B)(6) 2017. In the same surgery, bone grafting for a part of acetabular was also performed. Cannulated cancellous screws (ccs) 4.0mm were used to fix the grafted bone. After the surgery, x-rays showed an object other than the implanted screws. It determined that the object is likely a guidewire which was used for guiding the screws. It was also found that a guidewire had broken at 35mm from its tip. The bone-implanted acetabular is not located where the implanted cup was fixed. The fragmented guidewire does not seem to have impinged on the abdominal cavity. The fragment was located behind the screw tip, so it is difficult to remove it. The surgeon is planning taking CT scan. The patient is a (B)(6) female who shows allergic reaction to nickel and cobalt. Concomitant parts: cannulated cancellous screws (part/lot unknown, quantity unknown); implant (part/lot unknown, quantity unknown) this is report 1 of 1 for (B)(4).